Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during archive data review but not during functional testing. No device malfunction was observed and the autopulse platform performed as intended. The archive data review indicated ua18, thus confirming the reported complaint. The archive file showed on the event date, upon powering on the device, the user pressed the start button. The device failed to initiate the take-up and displayed ua18. The drive shaft moved the lifeband past the maximum allowable takeup depth without detecting a proper size and weight load to initiate the take-up (sizing the patient). No load change was detected at the load plate. During functional testing, the load cell characterization results confirmed that both modules function within the specifications. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. The ua18 reported by the customer was not reproduced. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) error message. The customer was unable to clear the error by adjusting the lifeband or the elderly female patient, who was small in stature. No patient harm was reported.